Event description:
The pt was positioned in mayfield pins on jackson table of a posterior cervical fusion. About 45 minutes after the surgical incision was made, the physician noticed the pt's head was moving, and he realized that the mayfield pins slid out of place. The incision was temporarily closed with staples and drapes were taken down to assess the pt and reposition the mayfield. A laceration was noted on the left side of the pt's head, which was closed with staples. The pt was prepped and draped again after repositioning.